Event description:
It was reported that a patient underwent a afib - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a foreign material issue was encountered. It was reported that the thermocool® smart touch® sf uni-directional navigation catheter has a whitish coating at the end according to the doctor after the procedure and ablation. There was no patient consequence. The patient did not experience post-op device malfunction and did not require revision surgery or hardware removal. Additional information received indicated that according to the doctor the catheter had a whitish coating at the end after the pulmonary vein isolation (pvi) and ablation. Pvi was finalized successfully.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the event date was reported as unknown. As a result, the 1st day of the alert month has been entered as the event date. (B)(6) 2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a afib - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a foreign material issue was encountered. It was reported that the thermocool® smart touch® sf uni-directional navigation catheter has a whitish coating at the end according to the doctor after the procedure and ablation. There was no patient consequence. The patient did not experience post-op device malfunction and did not require revision surgery or hardware removal. Device investigation details: on 7-nov-2022, the product was returned to biosense webster (bwi) for evaluation. The evaluation has been completed. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the device was in good normal condition. Under microscopic magnification was confirmed the device was in good condition. The event described could not be confirmed as the device was observed without any issues or foreign material. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).